Manufacturer narrative:
Age at time of event: under 18 years old. Device evaluated by MFR: the device was returned. Analysis of the tip, distal shaft, collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the shaft located near the collar. Inspection found no other damage or defect with the device.

Event description:
Reportable based on device analysis completed on 23 jul 2020. It was reported that the device could not cross lesion. The more than 80% stenosed target lesion was located in a vessel. A guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion due to severe calcification. The device was completely removed from the patient's body without any intervention. No complications reported and patient was stable. However, device analysis revealed shaft separation.